Manufacturer narrative:
(B)(4). Approximate age of device - 39 days. The device was returned for evaluation and thrombosis was confirmed. Upon disassembly of the device, a thrombus formation was found surrounding the inlet bearing ball. The thrombus ring appeared to have formed in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed in this location over an undetermined amount of time while the pump was operating. The thrombus was obstructing approximately 15-25 percent of the blood flow path and could have contributed to the reported elevated lactate dehydrogenase (ldh). In addition, a very small, loosely seated white tissue-like deposition was found situated adjacent to the outlet bearing ball. The deposition was not adhered to the blood-contacting surfaces and lacked laminated layering, indicating that the deposition did not initially form in the outlet stator; however, its origin could not be conclusively determined. Moreover, the deposition lacked denaturation and no contact marks were observed on the outlet portion of the rotor or the outlet bearing cup to indicate that the deposition was present while the pump was operating; however, if it was present during support, the deposition found in the outlet stator could have also contributed to the reported elevated ldh. The evaluation could not conclusively determine a specific cause for the development of the observed depositions or a duration of time for which they were present in the device. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The device passed all functional testing. A review of the device history records revealed the device met applicable specifications. No additional information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase (ldh) level had risen into the 700 u/l range about a week after implant. The patient was treated with bivalirudin. Despite aggressive anticoagulation, the patient continued to experienced persistent fatigue and low energy, and the ldh remained elevated. The patient received a pump exchange on (B)(6) 2016 due to suspected thrombosis.